Event description:
It was reported during a routine follow-up, the device showed that the patient had 22 episodes of discriminated intrinsic t-wave (twos) and inappropriate therapy due to t-wave oversensing. The physician felt that the intrinsic oversensing was likely due to hypoglycemia and other electrolyte anomalies. Additionally, the device interrogation showed left ventricular (lv) pacing with post paced twos. The rv sensitivity was decreased and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, lead, implanted: (B)(6) 2014. (B)(4).